Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was successfully deployed; however, when the second band would not deploy. Reportedly, upon inspection, one of the band was broken with a portion of it was under the remaining bands. The broken band was then removed, and the procedure was able to be completed with this device using the first band that successfully deployed. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was successfully deployed; however, when the second band would not deploy. Reportedly, upon inspection, one of the band was broken with a portion of it was under the remaining bands. The broken band was then removed, and the procedure was able to be completed with this device using the first band that successfully deployed. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.